Event description:
Inside or, discovered 8" to 12" flames coming from esu machine monopolar cord and the esu electrosurgical unit itself which was in use during procedure; the fire started at the cable end which plugs into the esu, though the fire was not coming out of the esu unit, but it did burn a little as part of the aftermath. Called out to or staff of fire in room and phoned outer control desk to notify staff of fire and help sound alarm. Went to esu machine and unplugged it from the electrical outlet and then allowed surgical tech to throw over fire towels soaked in distilled water. Fire was put out. Patient checked and found no visible signs of injury from fire. Fire was caused by the surgitech monopolar cord attached to the esu. The cord is reusable and was damaged before use, which caused fire to start, but damage could not be seen by visual inspection. Removed equipment from room and sent to biomed. Surgitech cord was too damaged to read the part number or serial number information. Hospital decided to switch from using "reusable" monopolar cords to "single use" monopolar cords after this incident and a 2nd similar incident that occurred.======================manufacturer response for monopolar cord, (brand not provided)======================surgitech replaced all reusable monopolar cords with single use cords.